Event description:
Related manufacturer reference number: 2017865-2021-32428. It was reported that the right atrial lead and the right ventricular lead both exhibited high capture thresholds. Further information was requested however, was not provided.